Manufacturer narrative:
The device was successfully interrogated and engineering calculations determined that this device did not meet expected longevity. Pacing, sensing, and shocking functions were verified. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Event description:
Boston scientific received information that this local representative contacted technical services to report that this device was interrogated in (B)(6) 2010 and the charge time was 8.1 seconds. Currently, the device's charge time is 26.4 seconds with a monitoring voltage of 2.73 volts. The device has triggered elective replacement indicator (eri). The patient has been scheduled for device replacement. Subsequently boston scientific received information that this device was returned to boston scientific's post market quality assurance laboratory.